Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering was able to confirm that the cannula and obturator were both bent and cracked. The wall thicknesses of the cannula and obturator were measured and were found to be uneven; however, they were within specifications. Based on similar events, it is likely that the cannula and obturator were bent due to high insertion forces. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown - "bent during insertion. Cannula and obturator both bent and cracked. All pieces was retrieved. Unsure of what instruments were being used in the port. Unknown method of insertion." Patient status - no patient injury. Type of intervention - used a new trocar.